Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, while cautery was being applied to the device the cut wire broke. No part detached inside the patient. The procedure was completed with another autotme rx sphincterotome. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and bent. Residue was present in the device to indicate use. The working length of the device was found twisted and bent. The broken ends of the cutting wire appeared blackened/burnt. One end of the broken cutwire remained attached to the anchor at the distal pierce hole. While the other end of the broken cut wire was found retracted inside the extrusion of the proximal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, while cautery was being applied to the device the cut wire broke. No part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event.